Event description:
Pt's attorney reported that a pt was injected by a dermatologist with .8 cc of juverdem ultra xc. The pt was injected in the glabella area and the nasolabial folds and afterward "developed necrosis." The pt was "injected into a rich vasculare area, which may have caused the necrosis." The pt also has "skin discoloration and scarring." They are still experiencing "scarring about one inch long, above the eyebrow area, and it's red and looks like new skin is developing." The pt was treated by a plastic surgeon who prescribed "hyperbaric chamber" treatment and afterwards the pt also received "laser wave length therapy." The pt also received botox concomitantly in the "chine, forehead, crows feet, and upper lip," as well as in the glabella are.

Manufacturer narrative:
Medwatch sent to FDA on 04/09/2014. Allergan is unable to confirm with the healthcare professional, therefore additional even, product, or pt details are not attainable. The events of "necrosis"/vascular event, "skin discoloration and scarring" and "it's red" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.